Event description:
It was reported that the patient's system controller was exchanged. The patient's log files showed that the driveline was disconnected on (B)(6) 2023 and reconnected on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: the serial number and device information for the exchanged system controller are unknown. Section h4: manufacturing date is unknown. Manufacturer's investigation conclusion: submitted log files were submitted for review following the reported event of an obstruction being observed on the outflow graft; this event is investigated via the pump investigation. The controller event log file associated with the patient's current controller, serial number (B)(6), captured that the driveline was connected to the controller on (B)(6) 2023 at 10:02:09; this indicates that an unknown controller was exchanged with controller, serial number (B)(6), on (B)(6) 2023. The log file data did not indicate any issues with the system controller and the pump maintained a speed above the low-speed limit while the driveline was connected. Provided information indicated that the controller exchange was performed due to ¿regular replacement¿ and that the exchanged controller would not be returned for evaluation. There were no issues reported with the exchanged controller. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. This section also instructs to follow all alarm instructions and to call the hospital prior to exchanging the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis revealed that the patient's system controller was exchanged on (B)(6) 2023. Additional information reported that the controller exchange was performed due to ¿regular replacement¿.